Event description:
The programming computer was returned to the manufacturer and analysed. During the analysis it was identified that the handheld would not power on. The cause for the anomaly is associated with a swollen main battery. The swollen battery bent the battery cover causing the battery latch switch to register that the latch was unlocked, thus preventing the handheld from powering on (this condition can also cause the handheld to power off intermittently). Further analysis of the handheld also identified that the returned battery was defective, and unable to power the handheld for an hour. No further anomalies were identified. The reported frozen screen was not verified. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications

Event description:
It was reported that a nurse experiences some problems with vns programming system. The screen freezes and system diagnostic tests cannot be performed. It was reported that the 9v battery of the wand was changed and all connections were verified. It was reported that the programming computer has problems keeping the charge; even though it is connected to the wall when not in use. Review of manufacturing records confirmed all tests passed for the device prior to distribution. Return of the handheld computer for analysis is expected, but it has not been received to date.